Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the top of the medium-large clip applier would release but the bottom would not per operating room (or) staff. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found that failure analysis investigations replicated/confirmed the customer reported complaint "top of clip applier releases but bottom does not¿. Failure analysis found the primary failure of functional test failure failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. One of the grips won't release the clip, it gets stuck on one of the grip-tip. Common causes of loss of functionality to apply a clip is attributed to misaligned grips. Additional observation(s) related to the customer reported complaint: the clip applier instrument was found with both grips bent severely. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.